Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was cardiovascular disease with diabetes mellitus. The caller stated that a week prior to passing, the customer was complaining that he was not feeling good. He had an appointment with the va and said that the insulin pump was not delivering insulin. The customer's blood glucose was above 700 mg/dl, which was treated with injections and the customer as sent home to wait for a replacement insulin pump. The caller did not remember the customer's blood glucose at the time of death. The insulin pump, which was provided by the va, was found close to the customer's body. The caller stated that according to the coroner, the insulin pump was not attached to the customer at the time of death. The caller was unsure how the insulin pump became unhooked; they believe the insulin pump might have unhooked in his sleep or whenever he fell. The customer was not using sensors. The caller stated that they insulin pump is lost.